Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. On (B)(6) 2012 a new pad-pak was installed. The data obtained from the device or the investigation confirmed no fault with the device or any component in the device. Testing concluded that device performed as expected and the status indicator was flashing green as normal. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involvement in this event. This device malfunctioned because the status indicator was illuminated green and was not flashing as normal. A device in this fault mode if left undetected could result in the failure of the device to perform as intended if required.